Event description:
It was reported by a patient's relative that the patient went to the hospital with complaints of shortness of breath. It was stated that the patient had "issues with that pacemaker" and "did not expect the battery to die so fast." The device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.